Event description:
A nurse reported via phone call indicating that they are having trouble extracting data from the customer's insulin pump on the carelink site. The patient's blood glucose level was unknown at the time of the call. The nurse stated that the customer's insulin pump malfunctioned a month ago causing the customer to be hospitalized twice for the same incident. The customer has been off the insulin pump since then. The nurse stated that the customer would like to get back on insulin pump therapy. The customer was not available for questions at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.